Event description:
During coagulation of vessels the pt was "burned" to deeply needing immediate bowel resection. Complaint occurred between 10 to 12 months ago as reported by complainant.

Manufacturer narrative:
No conclusion can be drawn as the device was not returned to coopersurgical for eval. Complainant states the leep 1000 has been used for hundreds of successful procedures since this event. It is possible that the physician may have gone too deep with the device. Possible serial numbers for the l1000 as reported by complainant are (B)(4). Serial# (B)(4) - MFR date: 03/1998; # (B)(4) - MFR date: 12/2009. (B)(4).